Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced sensation of tightness after altis procedure. Date of procedure: (B)(6) 2016, date of onset event: (B)(6) 2016. Description of the event: patient had a sensation of tightness (not real adductor pain) during 5 days after altis surgery. The investigator thought that this event was an usual postoperative event, not really a complication. Treatment: paracetamol during 2 days. Status of the event: resolved on (B)(6) 2016 (device still implanted). According to the investigator, the event is related to the procedure.